Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator in which the screen is broken. The customer reported that this event occurred during clinical use. There was no allegation of harm associated with this report.

Event description:
The customer initially reported a ventilator in which the screen is broken. From due diligence, it was determined that the original report was in error. The correct reported condition is a blocked relief valve. The customer reported that this event occurred during clinical use. There was no allegation of harm associated with this report.